Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 02 (compression tracking error) message after the first compression. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory "(ua) 02" (compression tracking error) message was confirmed in the archive data but was not confirmed during functional testing. The reported ua02 advisory message was not replicated during testing, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The review of the archive data revealed occurrences of ua02 advisory message around the customer's complaint date, thus confirming the reported complaint. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The archive revealed the take-up target and the (max load sum exceeded 44 lbs. Calculated [count/2.52/2.2=kilos]) confirmed the size of the patient/object is too small and light in weight during the take-up/compression. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing, and no device deficiencies found during the evaluation.